Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a renegade micro-catheter and a .014 guidewire stuck inside of the renegade device. The hub, shaft and tip were microscopically examined. The renegade device was returned with a .014 guidewire stuck in the device. The device was soaked for a period of 48hrs in a 37c water bath. The guidewire still could not be removed from the catheter. The guidewire was sticking out of the tip approximately 11cm and sticking out of the proximal end approximately 13.5cm. It was noticed on the renegade tip area that there was some damage which may be contributing to the guidewire being stuck inside. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-mar-2017. It was reported that difficulty tracking over the wire occurred. The target lesion was located in he hepatic artery. A 135/10 renegade¿ hi-flo¿ kit was selected to be used. After the guidewire was placed into the hepatic artery, the catheter was used and it was noted that the catheter could not go along the wire. The procedure was completed with another of the same device. No patient complications reported and patient's condition was stable. However, device analysis revealed that the guidewire was stuck inside the catheter.